Manufacturer narrative:
The medical documentation provided was limited to the implant operative report and did not include product identifiers. The patient did provide davol with a photo of his incision which shows the incision to be red and opened up in some areas. Without a lot number a review of the manufacturing records could not be conducted. Infection is a known possible adverse reaction listed in the IFU. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following is based medical record review: on (B)(6) 2001, patient underwent a cholecystectomy and repair of an incarcerated rlq ventral hernia during this procedure a marlex mesh was placed. The following was reported by the patient: the patient reports that he healed following the surgery. He reports that approx. 1 year ago his wound opened up and he has had gastric issues. He reports that he has met with his surgeon and been diagnosed with an infection behind the incision. He reports that he plans to treat this surgically and it will be determined if the mesh will be removed at that time.